Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows that a screw shank has fractured post-op. It appears to have fractured just below the screw head. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a creo s2ai screw has broken post operatively. There is no current plan to revise.